Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed a possible intermittent loss of capture in the patient's pacemaker. No intervention or adverse patient effects were reported.